Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 251-265 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem¿s t:slim x2 with control-iq user guide describes how to remove air from the cartridge using the syringe the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.